Event description:
A healthcare professional reported an article titled "sterile anterior segment inflammation associated with sulcus-supported phakic iol surgery". The article states the patient(s) experienced elevated iop, corneal edema, hypopyon, tass, and pigment cells. Medication was administered. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D2b- unable to leave blank. Claim #: (B)(4).